Event description:
It was reported that the patient developed fevers and was treated for a urinary tract infection. Approximately two months later the fever came back and the patient also had chills. The patient underwent extensive outpatient work for about three months with blood cultures consistently coming back negative. An echo-cardiogram showed possible vegetation on a previously inactivated left ventricular (lv) lead. The patient had also developed propionibacterium acnes. The patient was started on a series of antibiotics. The antibiotics did not eliminate the patient's fever and a complete system explant was scheduled. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and previously inactivated left ventricular (lv) lead were explanted. Cultures revealed coccobacillus. As the patient was emerging from anesthesia from the explant procedure, the surgical team noted dysarthria and left upper extremity weakness. A computerized tomography (CT) scan revealed hypoattenuation and loss of gray-white matter junction indic ating cytotoxic edema at the right precentral gyrus concerning for ischemic infarct. Neurology recommended the patient be started on aspirin for stroke prophylaxis and the also believed the ischemia fits with embolism, and possible vegetation that was released during the surgery. A CT scan the following day revealed outpouching of the innominate artery with surrounding fat stranding and fluid which may represent an infectious pseudoaneurysm. The patient underwent surgery that was described as aorta to distal innominate artery bypass ligation of innominate artery with culture of tissue. Inter-operative transesophageal echocardiography showed vegetation at the superior vena cava (svc)-right atrial (ra) junction. The patient continued to be treated with antibiotics. Post-procedure, the patient developed upper extremity swelling with pain. Upper extremity venous doppler revealed acute deep vein thrombosis (dvt) in the right subclavian, axillary, and proximal branchial veins. No anticoagulation was used due to aneurysm. A new system was implanted approximately three weeks later. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cultures from the left side grew gram positive coccobacillus. A computerized tomography (CT) angiography noted that the aneurysm was seen arising from proximal innominate artery and a CT scan revealed out-pouching of innominate artery with surrounding fat and fluid. One week after the new system was implanted, the patient had an aorta to distal innominate artery bifurcation bypass and ligation of innominate artery repair with aortic graft with tissue culture and grew no organisms. The patient had no fevers post-operation for the remainder of their hospitalization.